Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been reported that the sheath was used for transseptal. Upon removing the dilator, the dilator was attempted to flushed but it could not be flushed. No error message or alarm was displayed on the pump. There were no kinks or visible damage noticed in the dilator. No visible blockage, debris, or damage before and after use. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.